Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: visual inspection of the returned sample found the leading haptic of the iol was sandwiched between iol base and iol top parts after top flange was pushed down ready to start. Due to this, iol was unable to move forward or otherwise the iol should have been torn if the user forces to inject. Work order search: no similar claim was reporter for units within the same lot. Conclusion: most likely root cause is mis-assembly of the lens, iol base and iol top parts. Position of leading haptic when assembly was not precise enough when placing on iol base and after putting iol top parts, the leading haptic was sandwiched between the iol base and iol top parts. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-3ai aq310ai, 23.5 diopter, preloaded injector and it was tough to push when handling the rod. The optical part was blocked, the leading haptic was stuck inside the nozzle and the lens rotated. The surgery was cancelled and there was no health injury.